Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient initially went to emergency room and stayed for eight hours and later admitted due to high blood glucose levels. The blood glucose levels reported were above 600 mg/dl with positive ketones which were dangerous/life threatening and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on same day on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6015465, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6015465". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6015465 was manufactured according to the work instruction (wi) version 81 and manufactured in the inset line on 17-sep-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 2 complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.